Event description:
Dawn, the wife of the customer, reported that the pump's battery life depleted quickly, requiring daily charging, and the pump shut down unexpectedly during the night, leading the customer to wake up and administer a correction bolus due to an elevated blood glucose level. The specific blood glucose value was not reported, but it was implied to be higher than desired. The customer declined follow-up from technical support, and no further information on corrective actions or outcomes was obtained. The customer was out of warranty and in the process of acquiring a new device, while logs needed to assess the issue were not uploaded, leading technical support to close the case.